Event description:
The customer reportedly obtained a 160 mg/dl and 87 mg/dl on the accu-chek advantage system within a ten minute timeframe. He felt hypoglycemic. The customer states that he did not take any additional medications or take actions based on results. However, he also stated that he ate food and felt better afterward. No adverse event reported. New system sent to customer and return requested.